Event description:
Boston scientific received information that this recently-implanted cardiac resynchronization therapy-defibrillator (crt-d) and a competitor's right ventricular (rv) lead were associated with reports of oversensing that resulted in pacing inhibition and an inappropriate shock. The calling boston scientific field representative reported the noise could be reproduced by valsalva maneuvers, lead reversal was suspected, and asked if there was a way to verify lead reversal via device programming. The representative reported the patient had recently been upgraded to the crt-d, and the device was programmed to vvir mode due to the patient's condition of atrial fibrillation. A copy of the episode electrogram (egm) was faxed for a boston scientific technical services consultant (ts) to review. There were no reported adverse patient effects; the device remains implanted and in service. Boston scientific received information that this device was scheduled for a change out due to reaching elective replacement indicator (eri). During a pre-operation check, interrogation of the device revealed numerous episodes of noise on the competitor right ventricular lead resulting in pacing inhibition. The device was explanted and returned for analysis.

Manufacturer narrative:
Ts advised the egm shows noise on the rate/sense and shock channels, and the event information indicates the leads were reversed in header. Ts discussed that if the high voltage leads are reversed, changing the device's sensitivity settings may help, but the absence of noise as a result would not preclude future noise from being sensed, and invasively correcting the reversed leads would be necessary to resolve the issue. Subsequently, the calling boston scientific crm field representative reported reversed leads was confirmed and corrected surgically, and there was no report of adverse patient effects. This event will be reopened and updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the field allegations could not be confirmed or reproduced, and the device operated according to specification during testing.